Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this implantable cardioverter defibrillators (ICD) device. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section e3 : occupation.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this implantable cardioverter defibrillators (ICD) device. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this implantable cardioverter defibrillators (ICD) device. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Additional information received indicated that the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillators (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this implantable cardioverter defibrillators (ICD) device. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Additional information received indicated that the device was explanted and successfully replaced. No additional adverse patient effects were reported.